Event description:
The MFR representative reports a pt undergoing catheter revision due to a fracture of the catheter. No pt symptoms were reported. The drug used in the pump is baclofen. The pt is reportedly doing well post revision. Add'l info has been requested, but was not available on the date of this report.